Manufacturer narrative:
Product complaint (B)(4). Investigation summary :no device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Email notification from stryker received. It was reported that the patient had undergone a revision surgery due to disassociation of the head and the stem, trunnion failure, tissue staining and metallois and modular lfit head showed severe wear of the bearing surface as well as extensive erosion and fretting corrosion in the taper and trunnion fracture. Doi: unknown dor: (B)(6) 2019 unknown hip.